Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: two sealed samples of lot 2011052 was provided to our quality team for investigation. The product was visually inspected and the tips were observed not to be straight, verifying the reported incident. A device history review was performed for reported lot 2011052, no deviations or non-conformances were identified during the manufacturing process, however, a daily incident report did identify an issue related to product jamming during the marking process. Once detected, the mechanical team repaired the failure.

Event description:
It was reported that prior to use with bd syringe 20ml the tip of syringe was bent. The following information was provided by the initial reporter: the tip of the syringe is not straight before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd syringe 20ml the tip of syringe was bent. The following information was provided by the initial reporter: the tip of the syringe is not straight before use.